Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-04731. It was reported the patient experienced ineffective stimulation. X-rays did not reveal any anomalies. Stimulation could not be restored. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the paddle lead was re-inserted into the ipg. Stimulation was restored following the procedure.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-04731. Follow-up identified the original issue was attributed to the lead being pulled out of the ipg header.